Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleges headache, sinus problems and cancer since using the device. During evaluation of the device at a third party service center, the device logs were downloaded and 4 errors were found which included "therapy (clearable/upgradable)". The complaint of "other harm/injury" could not be confirmed during the testing of the device. There was no problem found. The device was scrapped.